Event description:
It was reported that, while demonstrating how the stem inserter/extractor works. I noticed the threads were worn.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.